Manufacturer narrative:
A2 - age at time of event: 18 years or older. A 16 x 3.00mm p select stent delivery system was returned for analysis without a stent. On return the balloon appeared to have been subjected to positive pressure and there was no stent on the balloon. A clear hardened media was visible within balloon and distal shaft inflation lumen, which was most likely hardened contrast media. The device was soaked, submerged in a waterbath at 37 degrees overnight to soften the hardened media to facilitate leak testing. A 0.014 inch guidewire was loaded into the device before leak test. Attempt was made to inflate the device to 16atm (rated burst pressure) with water to identify a leak. The balloon partially inflated, and a leak was noted in the proximal balloon cone, above the proximal marker band. On examination of this site under scope a small longitudinal tear could be seen in the balloon material at the leak site. Note encore inflation device was verified before and after use using druck pressure gauge. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that there was inadequate stent apposition following deployment. A percutaneous coronary intervention was being performed on an 80% stenosed and moderately calcified lesion in the proximal left anterior descending coronary artery. A 16 x 3.00mm promus premier select stent was advanced and deployed; however, the stent balloon was determined to be leaking upon first inflation at 6 atmospheres. This led to partial deployment of the stent to the vessel wall. A 3.00 x 20mm non-bsc balloon was used to fully open the stent with a good result and the event was resolved.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that there was inadequate stent apposition following deployment. A percutaneous coronary intervention was being performed on a stenosed lesion in the proximal left anterior descending coronary artery. A 16 x 3.00mm promus premier select stent was advanced and deployed; however, the stent balloon was determined to be leaking upon first inflation at 6 atmospheres. This led to partial deployment of the stent to the vessel wall. A 3.00 x 20mm non-bsc balloon was used to fully open the stent with a good result and the event was resolved.